Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a dorsal height adjuster broke off while adjusting the height of a screw during surgery. The broken off tip was unable to be retrieved from the screw head but is secured within the screw head as the rod and plug were successfully installed over the tip to complete the procedure. There were no further reported patient impacts.